Event description:
See h.10.

Manufacturer narrative:
The investigation of the returned stent system found the stent returned loaded in the introducer. The stent was partially advanced out of the introducer during the investigation and one distal flare was found to be broken at its apex, which is consistent with the alleged product issue. The physical evaluation of the device could not identify the conditions or circumstances that led to the broken stent flare, but the damage is consistent with the device experiencing forces over specification when forming the stent flare during manufacturing.

Event description:
It was reported that during preparation for a middle cerebral artery aneurysm treatment, an examination of the stent revealed a broken wire. Another stent was used to complete the procedure. The patient is fine and recovered well after procedure.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The investigation of the returned stent system found the stent returned loaded in the introducer. The stent was partially advanced out of the introducer during the investigation and one distal flare was found to be broken at its apex, which is consistent with the alleged product issue. The physical evaluation of the device could not identify the conditions or circumstances that led to the broken stent flare. Further investigation is ongoing. Should additional information become available , a supplemental MDR will be submitted.